Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400 mg/dl range. The customer would changed the infusion set site and use an insulin injection to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions; however, a tandem clinical diabetes specialist reported that the occlusions were not site related.